Manufacturer narrative:
Concomitant product(s): dtba1d1 ICD, implanted: (B)(6) 2014; a 4196-78 lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high rate non-sustained (hr-ns) episodes and sensing integrity counter (sic). The rv lead was noted to have r-wave double counting and t-wave oversensing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.